Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn , as no product was received. Note: info from received hospital letter.

Event description:
Pt status post prodisc-l implantation l5-s1 and nuvasive embrace product, reported intermittent back pain: on a scale of 1 to 10, pain was a 5. X-rays were taken and showed the polyethylene inlay is migrating. Surgeon is not scheduling a revision or removal and is monitoring the pt. Surgeon believes the nuvasive embrace implanted will keep the inlay from migrating. Surgeon noted: there are documented abnormalities above level l2-3 which are causing the intermittent back pain. Patient can resume full activity and is scheduled for a one year follow up. This is 3 of 3 reports.